Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; rupture.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, rupture, and "textured surface implants". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, rupture, and "textured surface implants". The device remains implanted.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii. Rupture and "textured surface implants". Device has been explanted and replaced.

Manufacturer narrative:
Correction to h.11.: additional mfg narrative of supplemental medwatch #1: additional changed fields should have also noted, d4 and g4. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is not related to the device. Rupture: observed, broken assessed, as fold flaw opening. Anxiety-product/procedure: unable to observe, as it is not related to the device. As per the investigation procedures: non-penetrating nicks and creases were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d6a, d9, h3, h6, h11.